Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, the patient¿s sensor failed, and they stated that she did not have any other way to test her blood glucose (bg) levels. At some point later that day, the patient felt unwell, but no specific physical symptoms were reported. She called emergency medical service (ems) for evaluation. Ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 50 mg/dl. The patient was treated with IV fluids. She was also given food and drink to raise her bg level. After approximately 4 hours, the patient¿s bg level increased to 128 mg/dl and she was discharged home. The patient felt normal at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.